Manufacturer narrative:
Reporter name:(B)(6) clinical and experimental medicine. The onset of the patient's infection is reported under MFR #: 2916596-2022-12354. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that since the patient was discharged for their recurrent driveline infection, the patient had been hospitalized every week for 2 days to have their vacuum assisted closure (vac) system changed. The patient's antibiotics were also switched to be taken orally. During this admission, the patient's vac system was explanted. Their wound dressing was also changed and a debridement was performed. The wound was sutured, and lab tests had negative cultures. The patient was discharged with oral sulfamethoxazole and trimethoprim; the patient planned to return to their outpatient program.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was admitted on (B)(6) 2022 and was discharged on (B)(6) 2022. The patient's antibiotics were changed at their outpatient clinic on (B)(6) 2022, as the patient's wound had positive cultures. The therapy given to the patient had positive effects, and the infection resolved on (B)(6) 2022.